Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to be connected to an electrode belt. The monitor's electrode belt connector was contaminated with glue. The root cause for the contaminated connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue, when a reportable malfunction was found.